Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures of lavh and bladder neck suspension-sling due to sui.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent cystoscopy, bilateral retrograde pyelograms and removal of eroded vaginal mesh material on (B)(6) 2011 due to vaginal bleeding. No additional information was provided. (B)(4).